Event description:
The reporter states back to back readings were 299 mg/dl and 133 mg/dl. No treatment was administered based upon the suspect readings. Controls were not run. Return requested and replacement was sent.